Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicated that the product was processed and released according to the product¿s acceptance criteria. The root cause could not be identified by the investigation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a patient experienced an overcorrection of astigmatism in both eyes post refractive surgery. No complications were noted during the procedure. The procedure was able to be completed the same day. Additional information has been requested.